Manufacturer narrative:
The returned drill guide was examined under magnification. The end thread of the locking drill guide has been sheared off. When the returned drill guide was measured with calipers, it was within its specifications. The fracture surface is brittle, with fragments of the threads hanging off the tip. This rough fracture surface is indicative of a single excessive load. Additional mdrs associated with this event: 3025141-2019-00278: plate.

Event description:
While implanting an aculoc 2 vdr plate, the surgeon was inserting the final screw when the drill guide broke inside the patient's bone. It could not be removed and was left implanted.